Event description:
Reporter called to report that he and his wife heard a loud sound "like a bomb had gone off" in their home. He went into their bedroom and he saw that his perfecto oxygen concentrator had blown up, there were pieces that had flown across the room and it was on fire. He smothered the fire and called for emergency services. The reporter stated that he contacted invacare and was able to get a replacement device. However, his home has an odor of burn smell and is afraid to sleep in the room with the device. The reporter states that he and his wife could have been injured by the device if they had been in the bedroom when it exploded. 'It could have blown my head off." Invacare told the reporter that this type of incident has never happened to one of there devices unless was some type of accelerant near by that could have caused it. Reporter said that is was spontaneous and that there's nothing in their home that is near the device could have caused this explosion to happen.